Manufacturer narrative:
This report is being submitted for additional information provided by customer and correction to reporter name and contact details. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the issues "reduced angulation, light guide (lg) lens exhibited breakage (insufficient light from lg lens) and the connecting tube was wrinkled" occurred during reprocessing. There was no patient involvement.

Event description:
Additional information received from the olympus representative reported the customer was trained on reprocessing according to the instructions for use (IFU); however, there was a possibility the customer did not brush the scope enough during reprocessing and the device was not correctly reprocessed at the time of pickup for repair.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified and there was no physical damage where the foreign material was found. The foreign material likely remained due to a reprocessing deviation from the indication for use (IFU) as there was a possibility the customer did not brush enough during repressing and the device was not correctly reprocessed at the time of pickup for inspection; however, a definitive root cause of the foreign material in the nozzle could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU which states the possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. It was noted, the distal end cover had a dent. The adhesive part of the bending section cover was detached. The connecting tube had a wrinkle. The image guide (ig) protector had a cut. The suction cylinder was shaved. The up/down knob had discoloration. The switch had a cut. The universal cord had a scratch and discoloration. Due to deformation of bending tube, bending angle in left direction does not meet the standard value. Due to deformation, r/l knob does not move smoothly. Due to deformation of bending tube, the play of r/l knob is out of the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Because suction cylinder is shaved, liquid drips from suction valve. Due to breakage of (light guide) lg-bundle, illumination was poor. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the videoscope exhibited reduced angulation, light guide (lg) lens exhibited breakage (insufficient light from lg lens) and the connecting tube was wrinkled. The device was returned and an evaluation revealed presence of foreign material in the right/left (r/l) knob and scope connector cover (s-cover). The bending section cover had clotting protein in it and the distal end cover (c-cover) was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.